Manufacturer narrative:
(B)(4). At the request of the customer, the drawing of the reported product has been updated and color codes have been added to avoid any possibility of mix-up in the future. Further information has been requested but no feedback has been received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
An infant suffered 10 minutes from hypoxia during open-heart surgery in cardiology department. Two tubes having the same diameter were incorrectly connected during the set-up and venous and arterial flow were replaced (reversed) which resulted in brain damage. Additional information has been received on april 8,2016: tubes were not incorrectly connected by the device manufacturer. Customer reported that the tubes had been incorrectly connected by hospital staff. Customer described it as human error. (B)(4)

Manufacturer narrative:
Maquet (B)(4) requested the product back for investigation but product was not available for manufacturer investigation. A device history record for the reported lot has been reviewed by maquet (B)(4). And no abnormality was found. Furthermore, a clinical assessment was performed by the manufacturer. Thereby, the most probable cause could be determined as a user error. It appears that the user had failed to provide a certain check list or inspection procedure for a safe and correct tube usage. Based on the information received, this procedure was performed without any time pressure. Including color codes on the a-v lines which could have possibly avoided this incident. As a corrective action and on request of the customer the drawing of the involved product has been updated and color codes has been added to avoid any possibility of mix-up in the future. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).